Event description:
Customer reported that on (B)(6), 2013 at approximately 5:32pm, he received a reading of 193 mg/dl on his adc blood glucose meter. Customer further reported he experienced "low blood sugar symptoms" and "fainted out" (lost consciousness). A reading of 53 mg/dl was obtained on a competitor brand meter at approximately 5:34pm. Customer's brother treated the customer by putting cold water on his face and giving him a "sugar tablet to increase his blood". Customer did not know if any other treatment was provided by his brother. No third-party medical intervention by an hcp was reported. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1261628) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.